Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression and with strip insertion. Blank screen was not observed. The complaint is not confirmed.

Event description:
Customer's wife reported that on (B)(6) 2015 "around noon" customer received a reading of 420 mg/dl on his adc blood glucose meter. Caller further reported that later in the day customer began to experience "lightheadedness" and was "lethargic and disoriented", but when he attempted to test again the meter would not turn on with button press or with test strip insertion. Since his symptoms continued to get worse he was taken to a local healthcare facility. At the emergency room a reading of 480 mg/dl was received on an unspecified device at approximately 10:00 pm. In addition to checking his blood glucose, he also received an unspecified CT scan and was put on a "heart monitor". Customer was treated with an intravenous infusion of unknown type, in addition to receiving both metformin and glimepiride. Caller thought he was diagnosed with dehydration and hypoglycemia, but she wasn't sure what that meant, clarifying that he had received high readings and they were trying to get his sugar down. Customer was kept overnight in the ER and in the morning a reading of 360 mg/dl was received on the hospital device and he was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.